Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during zero p cervical procedure, an angled screw driver head snapped inside patient while screws were being inserted. All parts were retrieved by surgeon. The patient health/outcome was not compromised once broken parts were removed. The case was able to continue and be completed using a spare driver. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4); an evaluation was performed on the returned device. As per received condition of device; the tip is broken. It cannot be determined as to the exact cause which has led to this occurrence. Too much mechanical force had been applied during the surgery. The present screwdriver was checked for conformance to print specifications. No abnormal findings were identified. Further investigation has shown that this instrument was manufactured according to the specification. A service history review of the device has been performed and no complaint related issues were found.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.